Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was not working anymore. The patient stated that the device was still sitting there inside their body. No patient symptoms were reported and there were no complications. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.